Manufacturer narrative:
The device was received for evaluation. A visual inspection identified nicks and cuts which were found at irregular intervals along the length of the patient line tubing. There were multiple locations of damage to the tubing, and cuts were found to be completely through the tubing wall causing the leakage of fluid. The sample failed to meet specification. The reported condition was verified. The cause of the issue was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had a hole on the patient line. The patient was connected and noticed the hole during the first drain. They completed the drain and then disconnected it. A healthcare professional noticed there were three cuts found in the patient extension portion of the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.